Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable cause was determined to be damage to parts due to wear, deterioration, deformation, or some type of physical stress, with no design or manufacturing issues identified with random component failure unrelated to any design or manufacturing defect. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation, it was found that the adhesive on the a-rubber was detached from the bronchofibervideoscope. There was no patient involvement.